Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus endoscopy support specialist (ess) reported that the customer requested an in-service refresher with staff on the visera cysto-nephro videoscope. During the conversation with the customer, ess became aware the facility does not utilize or have a leak tester, channel cleaning brushes, or channel opening brushes, resulting in these steps not being performed during the cleaning process. Ess spoke with the physician and staff regarding required items for reprocessing, which include an olympus leak tester, an appropriate container with lid for disinfectant aldahol, 30 ml syringes, cleaning brushes, and clean/sterile lint-free cloth or sponges per instructions for use (IFU) of the endoscope. Ess also provided a copy of the IFU for the cyf-v2 endoscope for the facility use. An in-service hands-on reprocessing has been planned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the correct reprocessing is not performed because the facility does not have a channel cleaning brush or a channel opening brush. Facilities were found not to use or have leak testers, channel cleaning brushes, or channel opening brushes, thus not performing correct reprocessing. The event can be detected/prevented by following the instructions for use which state: "before using this instrument for the first time, reprocess it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. "After using this instrument, reprocess and store it according to the instructions given in chapter 5, ¿reprocessing: general policy¿ through chapter 8, ¿storage, transporting and disposal¿. "Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance." Olympus will continue to monitor field performance for this device.